Manufacturer narrative:
The manufacturer attempted to retrieve additional information including the device serial number, and further event details, however no further information was received. The valve was returned to livanova for evaluation. A preliminary visual inspection was performed to record the gross appearance of the returned valve in its as received conditions. Photographs of the device were taken during this step. The returned product was received in the explant kit, in a plastic jar for specimen, and appeared in general good storage conditions. At the preliminary inspection, the valve appeared with a leaflet (between posts ii and iii) having an unnatural shape and configuration. Pannus growth was detected in the leaflet near to the post I. X-rays of the subject valve was carried out in order to verify presence of calcification. The x-rays of the valve did not show evidence of calcification on the leaflets. After decontamination, the visual inspection revealed several damaged areas, consistent with contact from surgical instruments. Significant deformation of the valve was observed, in terms of its circularity. The deformation of the valve is particularly evident at post iii. Pannus deposition was identified and further evidence of contact from surgical tools. Deformations in the stent were identified after the stent was removed from the pericardium and dacron. The dimensional and geometrical analysis confirmed a deformation in the stent. More than 0.3 mm of difference between the maximum and minimum diameter was identified when analyzing the circularity of the valve. Deflection of the posts from the principal symmetrical axis was more than 3 degrees in correspondence to posts ii and iii. Based on the performed analysis, the cause of the stent deformations can be associated with a mishandling during the implanting procedure. This mishandling as identified through the residual impressions left by surgical tools, resulted in a permanent deformation that compromised the kinematic behavior of the prosthesis. In addition, it is not possible to exclude that the patients anatomy, as identified by the physician, caused contact between the prosthesis and the aorta wall leading to pannus growth and consequently a worsening of the kinematic performances.

Event description:
After cna19 implanted, structural valve deterioration occurred early (unknown period), the opening and closing of the leaflets did not work, and a pressure gap occurred. After the explant, it was visually confirmed that calcification had occurred. According to the physician in charge, when using an outer-mounted pericardial valve in a patient with a narrow sinus of valsalva, there is a possibility that it may deteriorate early because the leaflets touch the vessel wall.